Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis with an indent on the downstream occlusion sensor (dso). During analysis, the customer's reported problem regarding occlusion alarm went off was unable to be duplicated although the event log verifies that an event occurred (488 high pressure alarms recorded). Sensor testing found the dso sensor value within manufacturing specification. The customer perception was duplicated but measurement of the dso sensor found it to be within specification. However, the dso will be replaced as a preventive maintenance due to the trip value measured at the low end of the range and event log shows multiple high-pressure alarms occurring throughout the log. The pump was tested for delivery accuracy to verify the pumps function and accuracy. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%, no alarms occurred during accuracy testing. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this cadd legacy plus infusion pump was giving occlusion alarm. The alarming pump was replaced with another pump. There was no patient injury due to the reported event.